Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported right side rupture and replacement from textured to smooth due to the patient concern of the implant. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Anxiety, product, procedure: unable to observe since it is not related to the device. Additional observations: creases are observed. White particles were observed on the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional confirmed exchange of textured device due to product concern. Device has been explanted.